Event description:
Boston scientific received information that during a routine follow up in 2011 this device estimated a lifespan of two and a half years remaining. One year later the device declared end of life (eol). An immediate replacement procedure was scheduled as the physician was concerned with the discrepancy of the reaming life on the battery indicator. Premature battery depletion (pbd) was also suspected and the device was removed and replaced. No adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
To date this device has not been received at boston scientific. Upon receipt the device will under go detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was [eol]. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared [eol] earlier than previously estimated.